Manufacturer narrative:
The nasogastric tube was not returned for evaluation. Per engineering document (B)(4), when the instructions for use are followed , there is no evidence that the residual fluid in the tube affects the ph reading. It has been shown that not enough residual fluid remains in the feeding tube to obtain a ph reading after rinsing per the instructions for use. Lung placement is an inherent risk in all nasogastric tube placements. Tube placement is dependent upon the clinician and patient not the tube itself.

Event description:
On (B)(6) 2015 a nasogastric tube (ngt) was reused for the same resident in a nursing home. A ph test read within normal range (5) and the tube was used. Moments later there was blood in the resident's mouth. The resident was transported to the hospital where an x-ray found the ngt to be in the lung. Antibiotic therapy was given to the patient who was later fit for return to the nursing home on the morning of (B)(6). Later that afternoon the hospital was informed by the police the patient had died. The date of death was 10 days after the event and after the resident was released from the hospital.